Event description:
A malfunction was reported on the customer's pump, identified with a malfunction code and fault ID. There was no adverse impact on the customer's blood glucose level. The customer had experienced the same issue multiple times. Technical support decided to replace the pump and guided the customer on how to return the faulty device and prepare for the newly provided pump, including setting programming and connecting necessary equipment. The customer understood the instructions and expected the pump replacement, acknowledging the receipt of a unit with updated software.